Event description:
During heart ablation on my sister, the doctors saw the heart catheter had perforated her aorta. After emergency open heart surgery, dr. (B)(6) and dr. (B)(6) informed me, my brother-in-law and family that there was no catheter in or through her aorta and the instrument had malfunctioned. They described artifacts and shadows and were thankful it was just a malfunctioning instrument. But because it looked like there was a catheter in her aorta or had gone through her aorta, they had no choice but to open up her chest through her sternum. I could not confirm that the physician had formally contacted the manufacturer. Could this malfunctioning instrument still be used on another patient? That is so wrong, so dangerous and so very horrifying. This malfunctioned instrument is what nightmares are made of for anyone having heart ablation. A treatment that should not be made so complicated and dangerous due to a malfunctioning instrument. I went with my sister to the hospital to get her medical records. When I asked for a copy of the FDA report I was informed by (B)(6), patient relations liaison at (B)(6) medical center (B)(6), that she was unaware of any FDA reports in the last 2 years. I had told my sister these things take time, but I am unsure if there was a report to anyone. And (B)(6) was just no authorized to give it to us. She did encourage me to file to you, saying the FDA should be aware or made aware of this if it was a malfunctioning instrument. Why would 2 respected doctors crack open my sister's chest if there wasn't a reason? They wouldn't. I have included the documentation received from the hospital from the hospital on (B)(6) 2019. FDA safety report ID # (B)(4).